Event description:
It was reported the PICC broke at the distal end of the hub. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and notification if the device will be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The piccs were secured to the patients using a device called a securacath which is manufactured by interrad medical, inc. The catheters were initially sent to a securacath representative for a review. Once their investigation was completed the piccs were sent to medcomp (without the securacath devices that were used with the piccs). An unused sample was provided. Medcomp engineering department was asked to review the piccs. The first sample was pinched. The lumen collapsed which should have resulted in poor flow. It appears that there is a stress point where the lumen exits the securacath, and that any movement would put stress on the same point until potentially breaking. This in addition to being pinched probably resulted in the break due to fatigue. A picture pulled from the internet showed how the distance between the hub and securacath align with where the break was on the 2.6f PICC. The second sample was not pinched but looks like it did bend long enough to fatigue and break where it exits the backside of the securacath. The lumen has an irregular break and cracks. In addition, it appears the lumen exiting the hub is elongated as if it was pulled on. The lumen was reduced in size (diameter) in all axes. It is impossible to determine with certainty that the securacath itself caused the failures. It could have been a result of active patients, poorly secured catheters, or a combination of them all. It is believed that the catheter failed for reasons other than design or manufacturing.